Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection performed. The main coil returned outside the coil introducer. The plunger and retaining clip were not returned. The coil introducer was inspected and no anomalies were noted. The coil was inspected and was found stretched. Microscopic inspection performed on main coil. The zap tip has a smooth surface. The main coil was kinked. Dimensional inspection on main coil was performed. The main coil failed specification for the number of fiber bundles. The remainder measurements that were inspected were within specification.

Event description:
Reportable based on device analysis completed on 07feb2020. It was reported that coil the was stuck. The target lesion was located in a blood vessel. A 4mm x 30mm 2d helical-35 was selected for an emergency hemorrhage embolization procedure. During the procedure, an angiography catheter was used to advanced the coil. Subsequently, the device could not be pushed and the got coil stuck in the connection part of the tip of the angiocatheter. The device was removed with the catheter from the patent's body without any intervention. The procedure was completed with another of same device. No patient complications were reported and the patient was stable. However, device analysis revealed missing fiber bundles.